Manufacturer narrative:
No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction. There was no report of patient involvement.